Event description:
It was reported the stimulation was in the wrong location. It was stated ¿it shut completely off¿ and patient was having difficulty ¿getting it to the right site.¿ prior to having trouble with getting stimulation in the right place, it was stated to be ¿working for a while.¿ the reporter thought that ¿it might have moved out of place¿ when they were mowing the lawn about 2-3 months prior. The reported issue had been going on ¿for a while.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v215354, implanted: (B)(6) 2009, product type: lead. (B)(4).